Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The initial placement was successful. Following the procedure and percutaneous coronary intervention (pci), an echocardiogram performed in the catheterization lab showed that the device inlet was positioned within the papillary muscles. The surgeon attempted to reposition the impella cp, but the device was inadvertently withdrawn past the aortic valve. The impella cp was then removed, and the catheter was flushed with heparinized saline to clear residual blood. Attempts were made to rewire the device; however, the 0.018¿ wire could not be advanced through the inlet cage along the intended black line on motor current. Instead, the wire repeatedly exited through a side cage despite multiple attempts. The surgeon attempted to advance the impella cp over the wire, but during advancement through the aortic arch, the wire became snagged and the device could not be further advanced. A snare was introduced via a prior right radial access to retrieve the impella wire from the device. The wire and impella cp were subsequently removed. A new impella cp system was opened and successfully implanted without complications. No patient harm occurred, and the patient survived the procedure.

Manufacturer narrative:
Corrected information has been provided in d1. Failure to advance (delivery issue): the cause of the delivery issue was unable to be determined due to insufficient clinical details.